Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a false pause episode noted on the device due to undersensing. There was also noise noted on the device. No intervention has been performed at this time and the patient was stable and will continue to be monitored.